Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Additional information received indicates the patient¿s leads were explanted on (B)(6), 2022 resolving the issue.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
Date of event is estimated.

Event description:
Related manufacturer reference number: 3006705815-2021-02753. It was reported the patient was not receiving effective stimulation. Patient also reported tingling sensation in their left leg and foot. Reprogramming was performed; however, it was unable to provide effective therapy. Surgical intervention may be pending to address the issue.